Event description:
The user facility reported that the device had metals shards coming out of it during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation. Sales representative advised the complaint of metal shavings was not related to this device but the attachment used during testing, which was reported on MFR report #3015967359-2023-00836. H3 other text : device not returned.

Event description:
The user facility reported that the device had metals shards coming out of it during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.